Manufacturer narrative:
Damaged braid. The device was returned for analysis. As received the pipeline was found opened with damaged braid. Based on these findings, the customer's report could not be confirmed. The cause for the reported event could not be determined as the pipeline was released from the capture coil and fully opened with a damaged braid. It is likely that the damaged capture coil and braid may have contributed to the reported issue. However, a definitive cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. The lot history record for this device was reviewed and no issues were identified that would have contributed to this event. (B)(4).

Event description:
Medtronic (covidien) received information that during treatment of a left cavernous unruptured saccular aneurysm this pipeline embolization device (ped) would not open proximally. It was reported the device was removed and successfully replaced with another ped. There were no patient complications reported.